Manufacturer narrative:
Zimmerbiomet complaint number cmp-0638726 the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One tapered screw-vent implant (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified minor damages on the implant platform (possibly due to the removal process). Additionally, there was bone residue around the external threads due to usage.the device could not be functionally tested for the reported event (device material causing migraines). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification . Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth 36 (fdi) for approximately 12 years. X-ray and picture images were not provided. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: hygiene & maintenance and adverse effects (page 2). Per the applicable IFU, pain and allergic reaction are listed as adverse effects relative to implant placement. Additionally, long-term implant health is directly related to the maintenance of oral hygiene. DHR review for the lot (60903541) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (st# 0963). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications complaint history review was performed for the lot (60903541) for similar events and no other complaint about nonconforming products were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. T therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical condition were unknown / non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed because the patient complained that the aluminium on the implant was causing migraines. Patient requested to remove the implant. No other symptoms were presented.